Event description:
It was reported that the customer had a cosmetic damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that the insulin pump hd a shatter mark under the screen. The troubleshooting was performed. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, reservoir tube lip, and minor deep scratched display window. No crack noted on display window and no damage was found on the lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.